Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h6-(type of investigation, investigation findings code, investigation conclusion code and h11. The customer has a spare machine and is refusing repair. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported by customer that during routine startup testing of cardiosave intra aortic balloon pump, the automatic inflation failed and the iabp could not be used. There was no patient involvement and no injury.

Manufacturer narrative:
Due to the character limit in the e1 section- the full event site name is: (B)(6). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Corrected fields: d4 updated fields: b4, g3, g6, h2, h11. **UDI related data quality updates only** providing updated device identification information in alignment with gudid (d4).

Event description:
N/a.